Manufacturer narrative:
The insulin pump was received with currents within specifications and passed self-test and a21 alarm test. No a17, a47 or a21 alarm anomaly noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
It was reported the insulin pump has received the following a17 and a47 alarms. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received multiple unexpected restart alarms on their insulin pump after battery change. It was reported that the customer would monitor the pump. No further information provided.